Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. On (B)(6) 2024, the patient reported that the infusion set was leaked from the tubing. The patient also reported that infusion set tubing did not come apart and there was perforation on set tubing and pump was not dropped with set in place. The infusion set was in use for few hours. No further information available.